Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the lead could not be deployed during the implant procedure. Lead was replaced. There were no complications to the patient. Patient¿s condition was stable.